Event description:
Pt was defibrillated in ep lab with 200 j for vt during ep study. Pads were placed on left chest just below nipple and on right side of back just below scapula. Study finished and pads removed. Pt transferred back to floor. The next day pt brought back to ep lab for icp placement and burns were noted in the shape of pads in the areas mentioned above. Burns were not raised or blistered, just red.